Event description:
Further information was received that approximately one year after this observation the patient called and inquired about magnet use during a non-device related procedure; information suggests that the device was functional. Approximately four years later boston scientific obtained information that the patient had died. There were no reported issues from the field that the device caused or contributed to the patient's death or that there were any issues with the device functionality. The device has not been returned.

Manufacturer narrative:
Attempts to obtain additional information from the field was unsuccessful. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this pacemaker was unable to be interrogated. Several trouble shooting attempts were made without success. Technical services (ts) was contacted and they discussed additional trouble shooting techniques. To date, no adverse patient effects were reported.